Event description:
The tech alleged that the side rail will not latch into the up position. No pt impact.

Manufacturer narrative:
The tech found the side rail latch was very dirty with dried fluid. The tech cleaned the side rail to resolve the issue.